Event description:
It was reported that customer experienced low sp02 reading from the dci sensor placed on the finger (down to 92 percent) in comparison to tci sensor placed on ear (sp02 99 percent) which correlates to sa02 on abg from radial artline. Customer also reported that peth waveform on drager monitor is "cartoon like" and does not provide enough detail such as dicrotic notch or changes in signal confidence. No known impact or consequence to pt.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.